Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during esophagogastroduodenoscopy (egd) procedure on (B)(6) 2024. During preparation, the tip of gold probe was dislodged from catheter when removed from packaging. The procedure was completed with an alternative device. There were no reported patient complications as a result of this event.